Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set did not allow flow through the connection hub. The set is connected to a non-baxter primary pump set. To fix the issue, the customer unhooked the connection, drained a small amount out of the line and hooked it back up. During this troubleshooting process, the drug leaked on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.